Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that customer's device would not power on. There was no patient involvement in the reported event.